Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. It was determined the surgeon monitor was not receiving power. The surgeon monitor, cable, and power supply were replaced. The system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the procedure was completed with another navigation system.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9734686, serial/lot #: (B)(4). The touch screen was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. When connected to a known good system the returned monitor displayed a good image with no anomalies. The touch function needed to be calibrated but was otherwise functional. No problem found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection procedure. During procedure planning, the navigation system shut down while plugged in. The surgeon reported a thermal event smell. The system was then unplugged the decision was made not to turn it back on. The procedure was completed without aborting imaging or navigation. The issue resulted in less than one hour procedure delay. There was no reported impact to the patient. The system was noted to be down. No further information was provided.

Manufacturer narrative:
The battery for the navigation system was returned to the manufacturer for analysis. The battery was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The power supply for the navigation system was returned to the manufacturer for evaluation. Testing found that the 28 vdc had no out put. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The external surgeon monitor cable was returned to the manufacturer for evaluation. Testing found that a connector shell had been removed and replaced incorrectly. Once adjusted, the cable was found to be fully functional. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Continuation of d11) pn: 9733619, ln: 150226022. Pn: 9733571, ln: 150220. Pn: 9733627, ln: 190628 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.